Event description:
A customer reported inconsistent reactions obtained for a patient sample tested on galileo echo m00896.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. The camera report appeared optimal. The event log showed no errors occurred at the time of testing. Qc performed as expected. The patient sample resulted as positive (2+) with screening cell 1 (s positive) and visually appeared positive. Screening cells 2 and 3 resulted as negative and visually appeared negative. The positive control was positive as expected. Cell 4 and cell 13 (both s homozygous) of the antibody identification panel resulted as negative. Visually, results appeared positive. Heterozygous s positive cells 3,5,7 and 9, resulted as negative and visually appeared negative. Cell 12 (s homozygous) resulted as equivocal and visually appeared positive. All other cells reacted as expected. Controls reacted as expected. No additional testing was performed. Sample quantity was insufficient for further investigation. An immucor field service engineer performed the unexpected reactions checklist. The shake gap optimization was also performed and acceptable results were obtained. All parameters were within specifications. The inside of the instrument was cleaned. The probe asby and cleaning station filter were also replaced. Daily maintenance was performed. Qc and several samples were tested and acceptable results were obtained. The instrument is operating within specifications. The customer was also made aware of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.